Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two suturetak knotless suture anchor, ar-1938bc, were being used in an atfl repair procedure. When the suture on both anchors was passed through the ligament tissue and tensioned, the suture broke. The surgeon changed the procedure to direct vision and completed the procedure with products from another manufacturer. The two anchors were not removed and remained in the patient's fibula. On 04/07/2020: reporter confirmed that "direct vision" is an open procedure.